Event description:
A report was received stating the cuff of an endobronchial tube did not completely deflate during its prior to use inspection. There was no pt involvement.

Manufacturer narrative:
The batch record for the returned lot was reviewed and confirms the lot was manufactured to meet all quality requirements. One sample was returned for evaluation, in a sample bag, along with its original open unit pack. Visual examination of the returned unit shows that the shape of the tubing has been altered using the stylet wire and the tracheal cuff is stretched over the tracheal cuff notches. The returned unit was inflated according to manufacturing parameters. Both cuffs on the returned unit inflated without any defects or restrictions noted. The bronchial cuff deflated without any issue however the tracheal cuff could not be fully deflated. The stylet wire was removed from the tubing and 7mls of air was removed from the tracheal cuff. The returned unit was re-inflated using manufacturing parameters. Both cuffs inflated / deflated without any issue noted. The returned unit was inflated / deflated three times and no issues noted. The reported defect could be detected on the sample returned for evaluation when testing the tube with the stylet wire in place, however once the stylet wire was removed the returned unit was found to function as intended. (B)(4).

Manufacturer narrative:
Further investigation efforts for customer reports of the cuff not deflating were completed on (B)(4) 2014. Investigation results revealed the following: investigation of deflation issues associated with the brochocath products has demonstrated that the polyurethane material of the tracheal cuff may collapse in a non-symmetrical manner during deflation. This may create a seal around the perimeter of the notches in the catheter, which may block the path for air extraction during cuff deflation. Additionally, the investigation has shown that the difficulty associated with cuff deflation is most likely to occur when the tube is bent near the interface between the notch opening and the cuff wall, and when the notched openings are oriented to the outside of the curvature. Information has been added to the database, and trends will continue to be monitored. (B)(4).

Manufacturer narrative:
(B)(4).